Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the display of the heart lung console went blank. The same phenomenon occurred on a different heart lung console within the same operating room. The hospital facilities tested the outlets in the operating room and reported that there was no problem found with the ac outlets. The device was used to conclude the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.